Event description:
It was reported that during implant, the left ventricular lead was unable to obtain stable position due to the patient's tortuous anatomy. Unacceptable thresholds and no capture were also noted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).